Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced a motor error alarm and a motion sensor test failure alarm. Customer tried to clear the motor error alarm and was prompted to rewind the pump. Customer then received a motion sensor test failure alarm. Customer's blood glucose was 180 mg/dl at the time of the incident. Customer will be receiving a replacement insulin pump